Event description:
It was reported that the user experienced hyperglycemia after performing a double meal announcement, treating a subsequent low by pausing insulin for 30 minutes, and then consuming a candy bar and a granola bar while using an inset teflon infusion set; glucose rose to approximately 380 mg/dl before trending down as the pump resumed automated correction. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and resolution with troubleshooting and education. Investigation included telephone-based assessment and counseling on allowing automated correction following recent supply change and meal-related factors. Investigation of this case revealed no evidence of device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause in the context of recent user actions and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.